Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient had a burn on the base of the thumb.

Event description:
The customer reported that the patient had a burn on thenar eminence (base of the thumb).

Manufacturer narrative:
The device was returned to philips. Visual inspection of the cable found that there was damage to the external jacket of the cable. The cable has been heavily squeezed over a hard edge (possible when closing a drawer). One can see the indentation to / distortion of shielding wires in a line marked with the two red dots. Although the opening in the insulation looks like a cut and is at a slightly different angle this does not indicate intended manipulation. Movement of that cable during use subsequent to weakening the insulation by squeezing the cable over a hard edge can have lead to ripping the insulation layer at a slightly different angle than the original damage.based on information provided, root cause of injury was the customer failing to check the accessory for integrity before applying to the patient. The defect in insulation is obvious and visible. The instructions for use clearly state (for all accessories) to check and not to use damaged devices or accessories. The functional testing of this cable was performed using the philips intellivue mx550 patient monitor along with the philips nmt patient module. The cable was connected however the inop message "nmt leads off" was produced. There was no observed heating along the patient cable however as mentioned above, the damage along the cable jacket could have caused the burn to the patient. The cable was scrapped in the lab and no further action will be taken with this sample.